Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed repeated restart alerts and the device screen was cracked, after which the user experienced hyperglycemia and reverted to multiple daily injections for glucose control. Symptoms included high blood glucose up to 597 mg/dl with trace ketones and no reported loss of consciousness or other acute complications. Outcomes included temporary use of backup therapy and no hospitalization or professional medical intervention. Investigation included troubleshooting and user education, confirmation of shipping and return processes, and facilitation of a replacement device. Investigation of this case revealed a device malfunction associated with restart alerts and physical damage to the screen consistent with a hardware and display component issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction compounded by physical damage.